Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter had broken near the part where the catheter was secured outside body. The patient did not know how it broke. The nurse assumed that it might have been caught somewhere.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter break was confirmed and the cause was determined to be use related. The product returned for evaluation was a 4fr s/l powerpicc catheter (in two segments). The catheter contained a complete break at the 8cm. White/gray and sticky usage residue, similar to dressing residue, was observed through the 10cm depth marking (on both sides of the break). Microscopic examination of the break site showed that the fracture surface was dull, granular, and contained a slight cup/cone feature set between the two break ends. Tactile evaluation of the catheter revealed tensile strength loss of the catheter shaft from the molded joint to the break. The catheter material within the distal segment did not contain tensile strength loss. The observed damage was characteristic of a tensile break; the catheter was pulled to the point of failure. No evidence of a manufacture cause was observed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter had broken near the part where the catheter was secured outside body. The patient did not know how it broke. The nurse assumed that it might have been caught somewhere.